Manufacturer narrative:
A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of two (2) minicap transfer sets. This occurred during testing of the devices. An empty 10cc syringe was attached "to the transfer set and twisted counter clockwise" and "the blue piece of the transfer set came loose from the light blue piece which is not supposed to happen". There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: one device was received for evaluation; the other device was not received and therefore, could not be evaluated. A visual inspection with the naked eye noted a separation between the dark blue female connector and the light blue main body of the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.